Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient reported that her cgm was reading 50 mg/dl. No bg meter reading was taken as the patient did not have a bg meter at home. The patient was experiencing drowsiness and ¿sleepiness¿. The patient self- treated with candy and soda. Despite treatment, the patient¿s cgm value did not rise. Although the patient was unable to do a bg meter comparison, she did allege a cgm inaccuracy. The patient called ems as the patient had gout and was unable to drive. Ems arrived and transported the patient to the ER. It was also noted at this time that the patient was experiencing some chest pain. There was no documentation of what the patient's bg meter reading was in the ER. The patient was treated with unspecified ¿pills¿ and was discharged home approximately 4-6 hours later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.